Event description:
I bought a product called the fasciablaster. I was unaware and not informed that this product could cause detox or permanent vein damage. There is a tag on the product that says FDA class 1 medical device and I thought that it was safe and approved by the FDA. I used the product 3 times and was left with extreme bruising which I was informed was healthy, by the creator of the product her name is (B)(6). It has been over a month and my bruises have not healed. I now have a lot of spider veins, in places like my shoulder/arm pit/knees/legs/inner arm. I have bruise staining and physical deformation in the form of lines/claw marks from this tool. I was instructed to use the fascia blaster with heat, in a sauna, to get best results. The last time I used the fasciablaster I heated myself and used oils, the next day I had a urinary tract infection, painful urination, dizziness felt sick. I had low energy, stiff joints, and was feeling depressed. The support group created by (B)(6) says that these are all normal detox signs. I have a video where I sent (B)(6) a message asking for personal coaching on her tool. I demonstrated using the fascia blaster on my forearms, and pushing away from my heart. I have since found out that it is dangerous to apply direct pressure on the body and push away from the heart. It causes stress to the veins and circulatory system, I believe that I have so many spider veins because the instructions for the tool encourage you to blast downward, away from your heart. (B)(6) encouraged me to use her products and never corrected my video where I demonstrated using her tool incorrectly, this has left me with extreme amounts of spider veins. I have stiff joints and low energy. I believe the detox caused by using the fasciablaster has led to weight gain, depression, and serious arthritic and inflammation flare ups within my body. I have veins closer to the surface, darker colored veins. (B)(6) advertised this product as safe for using as a pain management tool. She has a book full of protocols and videos demonstrating how to use her stuff. She also says her tool will cure cellulite. It has given me more cellulite and actually caused visible indentations in my skin. This product is dangerously being marketed. I am trying to get pregnant with my husband and I didn't know that this product will cause detox and increased hormones. No woman should ever use this product if they are trying to conceive, are pregnant or nursing, it's just dangerous for many reasons. After using the fasciablaster my menstruation cycle started 5 days early. I have records of my cycle and that never happens to me! I believe it is unethical for (B)(6) to continue to advocate her product is safe for pregnancy. Detox can cause miscarriages. (B)(6) says her tools have been in clinical studies yet no scientist or doctor has approved her studies. I have been hurt by this product, and (B)(6)has a (B)(6) group that targets people who speak out against the tool or inform people of the negative and adverse side effects. (B)(6) actively censors her social media and deletes anything negative about her product. She has personally and publically bullied me on social media, about a review I left on her professional business page and blocked me from the support group. I have been unable to get my full 60 day refund, her website will not process my requests. Also, her product contains bpa plastic, she encouraged people to heat the body/tool before using. Heating bpa and using oil will transfer bpa into the body. This is dangerous and toxic. (B)(6) says it's safe because you aren't eating the plastic. Bpa becomes synthetic estrogen hormone disruptor once inside the body, could this be why my menstruation cycle changed? I do not have medical insurance and have not been seen by a doctor.